Event description:
During a case the staff was using a midas rex drill bit that broke while in use on a patient. The drill bit was able to be removed from patient's spine. When meeting with staff I was informed that this has happened often, more so in the past month. Or staff notified our medtronic rep. Staff felt that the drill bit wire spinning around the midas rex tube it connects in is causing drill bit to break. Staff uses two types of tubes for this case f or c. F tube was used during this case, but staff said drill bit breaks more with c tube.